Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. Customer returned (2) pusine2 broken. Visual testing of instruments performed using microscope. There was evidence that both instruments had been used. No manufacturing defects or markings were noted on instruments. Due to the condition in which the product was returned no additional testing can be performed. Complaint indicates customer was using speed set at number 4. Recommended setting for the sine tips is minimum power 1 maximum power 3. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer cannot be confirmed. Root cause of breakage is unknown. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that two proultra sine tips broke during use; no injury resulted.